Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15515667 was revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited available procedural information and without the return of the device for evaluation, no conclusion can be made regarding the reported event. With review of the DHR there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
251/15515667), the coil unraveled into the microcatheter. Then, while trying to retrieve the coil by using the gooseneck snare, the coil got hung up somewhere within the microcatheter. Afterwards, the system including the entire coil, the gooseneck snare and the transit were safely removed as a unit from the patient successfully. The transit was replaced for a new one (601-251, lot unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. No additional manipulation, force or torque was used to further advance the coil system through the microcatheter. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization of middle cerebral artery aneurysm that was not calcified and moderately tortuous. Access was obtained from femoral artery. The complaint product is unavailable for evaluation. No additional information is available.